Manufacturer narrative:
Additional information: d10, h3, h6 method, result, conclusion codesthe reported event of inability to retract the lead helix was confirmed in the laboratory. Final analysis found the complete lead was received in one piece measuring 52.6 cm long. The lead helix was found stretched and clogged with blood. The damage was consistent with procedural damage. The lead failed the helix mechanism test due to the stretched helix damage. The cause of the reported event was due to the stretched helix consistent with procedural damage. The lead was otherwise normal. No anomalies were found.

Manufacturer narrative:
The helix was found extended prior to positioning of the lead. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator implant procedure. During the procedure, the physician noticed the lead helix was already extended. The helix was not able to be retracted. The physician then used a different lead to complete the implant procedure successfully. The patient was doing well post procedure.